Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) after being powered on, the buzzer made sounds for a long time, and it cannot enter the normal standby interface. You can enter the maintenance mode and check the fault code 118. There is no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, e1, e2, e3, g2, g3, g6, h2, h10.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to see the fault codes 118 and 139. Fse resolved the issue by replacing power management board and solenoid control board. Fse then performed safety and functional checks and cleared the unit for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received and inspect power management board and solenoid control board and performed visual inspection of these parts received and parts look to be in good condition. The failure analysis and testing department could not verify the failure of unable to enter standby mode and the buzzer noise on for power management board. The failure analysis and testing department verified the failure of unable to enter standby mode and the buzzer noise on for solenoid control board. Retaining both parts in the fat dept. As per procedure (B)(4). For power management board: the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. For solenoid drive board: the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The failure analysis and testing department received solenoid drive board and power management board. These parts were received with a reported unit failure message of unable to enter standby mode and the buzzer was always beep. Performed visual inspection of these parts received and parts look to be in good condition. Installed the both parts into the cardiosave test fixture and tested both parts together and separated to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of unable to enter standby mode and the buzzer noise on for following part. Power management board. The failure analysis and testing department verified the failure of unable to enter standby mode and the buzzer noise on for following part solenoid drive board. Retaining both parts in the fat dept. As per procedure 0002-07-d008 rev ak. The fat dept received solenoid drive board from the supplier. The supplier perform visual check and no abnormalities found. The board was re-tested at fct. Failed step s0227 4.3.6 isolation valve k4 (led on). Supplier perform troubleshooting and found component c38 defective. The fat dept will retain this part as per procedure 0002-07-d008. The fat dept received power management board from the supplier. The supplier perform incoming visual inspection and found connector pin bent at location j7. Unable to proceed with serial number scanning. The fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.